Manufacturer narrative:
(B)(4).

Event description:
Shaver was working fine, we were in the middle of a case, the surgeon had used the shaver multiple times with no issue. He went to use the shaver again, this time when he stepped on the foot pedal, the pump shut down. As soon as he stepped off of the foot pedal, the pump turned back on. We replaced the foot pedal with the same result. We replaced the shaver and were able to continue on. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirms the reported functional issue, caused by motor damage. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, the motor could not be removed due to corrosion. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on january 20, 2017 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. Possible root cause could be fluid ingress into the handpiece chassis. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).